Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: power events were observed in the pump black box on (B)(6)2014. The pump battery compartment was observed to be cracked at the tread area. Evidence of moisture was observed inside the battery compartment and on the underside of the battery cap. The returned battery cap was unable to secure to the pump and the battery cap was noted to have damaged threads. A test cap was inserted and the pump was exercised for 24 hours without power loss or alarms. A leak test found that the pump was leaking from the crack in the battery compartment. The pump was opened and no additional moisture was observed inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging loss of power on the pump. During troubleshooting of the issue, the reporter noted that the battery compartment was cracked and there was moisture noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.